Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link as might be caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient reported not being able to hear with the device beginning in (B)(6) 2016. The external component was exchanged but this did not resolve the issue. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements shows a device malfunction. Additional information regarding the event has been requested.